Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent lower segment caesarean-section on (B)(6) 2015 and suture was used for subcuticular skin closure. Following the procedure, the patient experienced infection and pus formation along the suture line. Additional information has been requested.